Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient developed a lymphocele at the right femoral cannulation site two weeks after ventricular assist device (vad) implantation. The patient complained of swelling/drainage of the right groin area. The doppler was negative for pseudoaneurysm. The patient had multiple non-vascular structures located in the medial right groin and was taken to the operating room (or) for lymphocele repair. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the hvad destination therapy post approval study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient developed a lymphocele at the right femoral cannulation site two weeks after ventricular assist device (vad) implantation. The patient complained of swelling/drainage of the right groin area. The doppler was negative for pseudoaneurysm. The patient had multiple non-vascular structures located in the medial right groin and was taken to the operating room (or) for lymphocele repair. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient developed a lymphocele at the right femoral cannulation site two weeks after ventricular assist device (vad) implantation. The patient complained of swelling/drainage of the right groin area. The doppler was negative for pseudoaneurysm. The patient had multiple non-vascular structures located in the medial right groin and was taken to the operating room (or) for lymphocele repair. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the hvad destination therapy post approval study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient developed a lymphocele at the right femoral cannulation site two weeks after ventricular assist device (vad) implantation. The patient complained of swelling/drainage of the right groin area. The doppler was negative for pseudoaneurysm. The patient had multiple non-vascular structures located in the medial right groin and was taken to the operating room (or) for lymphocele repair. The vad remains in use. No further patient complications have been reported as a result of this event.